Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. It was reported that the patient received an unspecified treatment at home. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The patient's age was reported as (B)(6). Upon follow up information it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was retrained on the proper aseptic technique. Sixteen days after the follow up information was received, it was reported the patient no longer had cloudy effluent and "had almost recovered from the peritonitis event". Dianeal pd2 2.5%, extraneal. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.